Event description:
Pt underwent aorto-bi-fem bypass graft. Abdomen was closed with #2 polysorb. Three days later serosanguinous drainage from wound. 2 staples removed. The next day drainage slowed down. Two days later pt was discharged home. Nine days later 1st post-op office visit. Staples removed-no problem. Plan to return to office in one month. In office waiting room, pt felt a pop. Returned to office and examined. Small bowel eviscerated. Transferred to hospital/returned to or. Closed abdomen with #2 mersilene stay sutures. Post-op initially uncomplicated. Three days later, pt appeared short of breath. Plan to monitor fluid status. Question need for diuretic. Pt sitting up in chair. Did not feel well. Blood pressure low. Returned to bed. Vomited. Stopped breathing. Coded. Revived. Transferred to surgical intensive care unit. Intubated and unconscious. Pt did not respond to aggressive resuscitation. Pt had no blood pressure, deteriorating oxygenation level and uncorrectable acidosis. Family decided to extubate. Pt expired.